Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure,it was not possible to unscrew the atrial lead when trying to re position the lead in the atrium because of high impedance. The atrial lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, helix was able to be extended and retracted within specification. Electrical test results were passed.